Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: investigation summary: according to the information received, it was reported, that the surgeon found that the tip of the depth gauge was bent, during the surgery. And that he asked, the nurse to straighten the tip of the depth gauge with a pliers before use. The visual inspection has shown, that the tip of the depth gauge is deformed as complained. In general, is the device in a used condition with visible stretch marks and the tip worn. It should be noted, that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Based on the findings above is this complaint rated as confirmed. During the performed evaluation, no manufacturing related issue could be detected. Based on the visual appearance, it can be concluded, that normal wear and tear did lead to the complained malfunction. Additional, complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part: 319.010, lot#: l402540, manufacturing site: bettlach, release to warehouse date: may 23, 2017. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent the osteosynthesis surgery for distal radioulnar fracture with a plate and the depth gauge. The surgeon found the tip of the depth gauge was bent during the surgery and asked the nurse to straighten the tip of the depth gauge with a pliers. Surgery was completed successfully without any surgical delay. This report is for one (1) depth gauge for 2.7mm & small screws this is report 1 of 1 for complaint (B)(4).